Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) due to error 307. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was returned for failure analysis, and the reported error could not be replicated from the field. System logs revealed error 307 indicating the fault, confirming the failure occurred in the field. A visual inspection found the unit in good condition. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. Failure analysis concluded that no root cause could be attributed to the reported issue. However, the root cause is likely due to an electrical component failure within the vp.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 307 had returned. A power cycle was completed, but error returned and was now repeating after power cycling the system. The customer was not going to use the system until it was serviced. No known impact or patient consequence was reported.